Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath in the right common femoral artery). The physician was assisted by another physician who held pressure. The operator of the device was not yet completely trained in the use of the duett. The deployment technique was reported as unremarkable. The pt developed a white leg within 30 min. Of deployment. An angiogram confirmed the occlusion, which was treated with a surgical thrombectomy. The pt had good outcome and pulses were restored in less than 2 hrs. The pt had no further complications and was discharged 3 days later in 2001.